Event description:
Wetness noticed on top of knee between ice pack and ace bandage. Manufacturer response for polar ice pack, (brand not provided) (per site reporter): will communicate issue to internal quality; defective product not kept by hospital to give to supplier so supplier unable to perform quality checks.